Event description:
Clinic notes were received indicating that the patient's device was depleted and that it was not sending out any more current. The patient was referred to replacement. A session report from a recent office visit indicated that the device was at end of service (eos) condition and had high impedance. No surgery has occurred to date. No additional relevant information has been received to date.